Event description:
The customer contacted physio-control to report that during a recent event where they were monitoring a patient, when the device user pressed the nibp button, the unit would prompt the user to "check electrodes." There were no adverse effects reported to the patient. Upon evaluation of the device, physio observed that multiple buttons were affected and not just the nibp button. As a result, defibrillation may not have been possible, if it were necessary.

Manufacturer narrative:
Physio-control examined the customer's device and verified the reported issue. Physio replaced the main keypad assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further examined the removed main keypad assembly and determined that the cause of the reported issue was that the pacer button was damaged and partially shorted. As a result, when other buttons were pressed the pacing function would intermittently activate. Additionally, it led to intermittent operation of both the charge and shock buttons.